Manufacturer narrative:
A biolife clinician received an email on april 12 from nurse from the hospital. (B)(4). Baby a (MFR report #: 1066421-2018-00002). Nurse indicated that a patient had a pressure ulcer beneath the statsseal disc. Nurse also indicated that they see "one of these show up every couple of months." Clinician responded to nurse asking for more details on the iniatial patient (baby a) and to see if she could get additional information about some other patients (babies b, c, d, e). A meeting was held at the site on 5/2/18 to gather more information on the other patients. This report is for baby e. Patient outcome : remainded in critical care unrelated to skin injury biolife clinician voiced during meeting with kevi (nurse) and 2 wound nurses that there are discrepancies between units regarding when statseal is used. They also stated that staff are placing pressure dressing on top of of dressing with statseal. They also stated staff are stretching the sorbaview dressing very tightly on top of statseal. Dressing are being changed very frequently by bedside rns. Based on these discrepancies, biolife clinician feels additional statseal training would be beneficial and discussed future training with kevi. Kevi is to get back to clinician with potential training dates.

Event description:
Hospital had a pressure injury on a patient. Statseal was placed at insertion on (B)(6) 2018 with sorbaview dressing. Statseal disc was used from (B)(6) 2018-(B)(6) 2018; statseal powder applied (B)(6) 2018-(B)(6) 2018; disc place again (B)(6) 2018-(B)(6) 2018; disc placed again (B)(6) 2018-(B)(6) 2018 (after injury discovered). Dressing had been change multiple times from (B)(6) 2018-(B)(6) 2018 ((B)(6)).surgical gauze was used intermittently from (B)(6) 2018-(B)(6) 2018. The dressing applied was sorbaview shield. Per nursing that placed "it was not placed as a pressure dressing. However, due to the patient having fluctuating bouts of edema at times it was likely too tight."